Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection. In addition, this ra lead presented a product anomaly. Therefore, this ra lead was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).